Manufacturer narrative:
(B)(4). Device not returned. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a wallflex esophageal fully covered stent was implanted to treat a 5cm malignant mass in the esophagus during an esophagogastroduodenoscopy (egd) with stent placement procedure performed on (B)(6) 2019. Reportedly, the patient's anatomy was not dilated prior to stent placement. According to the complainant, the patient had 2 rounds of radiation post stent placement. On (B)(6) 2019, the patient presented to the emergency room (ER) with pain. A chest x-ray was performed and identified the stent had migrated into the stomach. Reportedly, the stricture did not shrink in size. On (B)(6) 2019 the physician removed the stent with rat tooth forceps and a 23mmx 12cm wallflex esophageal partially covered stent was implanted. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be fine.